Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 12-mar-2026. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection revealed that the smartload device was received disassembled. Viscoelastic residue was not observed to be evenly distributed throughout the cartridge. No issues were identified with the cartridge and lens module. The lens was received inside the lens module and coated in viscoelastic residue. The lens was cleaned; no issues were observed. The complaint issue "cosmetic issues" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - telephone number: (B)(6) section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a scratch was observed in the optic part of the intraocular lens (iol) immediately upon opening the device. No resistance was observed. The product directions for use (dfu) were followed. No patient involvement was reported. No further information was provided.